Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was received for evaluation. A visual inspection was performed with the naked eye, which observed two cuts in the tubing. A sticky residue was noted on the tubing; possibly from an adhesive located at the cuts in the tubing. Functional tests were performed which included leak and clear passage tests and leaks were revealed from the two cuts in the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) holes/slits were found in the line of a 12 foot patient line extension set which caused a leak described as; ¿there was a pool of fluid on the floor¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however, the patient received prophylactic antibiotics. No additional information is available.